Event description:
The positioner moved without command. The behavior was attributed to a defective controller. It was not confirmed whether the malfunction occurred during a clinical procedure. No adverse event was reported.